Event description:
It was reported that when the anchor was placed and the inserter was removed it was noticed that the threads leave the anchor. Procedure was completed with another anchor of the same part number but a different batch. No significant delay or patient injury reported.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. If objective evidence, relevant information, package or product becomes available to assist with evaluation, the complaint will certainly be revisited.